Manufacturer narrative:
The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. No visual inspection: inspection was deemed necessary thus the insert is a non insulated product. Functional inspection : no function inspection was deemed necessary thus the insert is a non insulated product. Probable root causes could be a handle that failed insulation. Gtin: (B)(4).

Event description:
It was reported the insulation was cracked.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported the insulation was cracked.